Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor displayed service codes 105 (pulse test relay stuck) and 204 (belt/monitor unusable). Upon evaluation, the computer / analog (ca) board was thermally damaged. The cause of the service codes and test failure was the damaged board. The cause of the damaged ca board was high voltage transfer to low voltage circuitry. The root cause cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.